Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator incorrect measurements. The episodes were all correctly discriminated as svt, but the real time egm was showing some sinus beats with a 0 % match score. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition before during and after the interrogation.

Event description:
New information noted that the patient presented in clinic for a follow-up. Upon review it was discovered that vt episodes and the morphology was presenting as either zero or 100% match with no variability in this case, the diagnostics were not accurate. Programming changes were performed. The patient was in stable condition.